Event description:
It was reported the patient went to hospital because he felt bad. The patient had felt symptoms because of the arrhythmia. During the revision in the hospital, it was seen that the patient had episodes of vt with no therapy administered. The device detected the episode but it did not administer the 35 j shock (only 0.3 j or 0.0 j). The device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device charged, but did not deliver high voltage therapies during functional test. Further analysis found gate oxide damage in a transistor of the por (power on reset) circuit block of the igbt (insulated-gate bipolar transistor) controller ic (integrated circuit). The gate oxide damage caused excess dc leakage in the igbt controller ic when the hv (high voltage) circuitry was activated. This resulted in no hv therapy being delivered.

Event description:
It was reported the patient went to hospital because he felt bad. The patient had felt symptoms because of the arrhythmia. During the revision in the hospital, it was seen that the patient had episodes of vt (ventricular tachycardia) with no therapy administered. The device detected the episode but it did not administer the 35 j shock (only 0.3 j or 0.0 j). The device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.